Event description:
Customer states: during use to the pt, couldn't specify where it was, but smelled something burnt inside of the product. No pt harm.

Manufacturer narrative:
The customer did not know what the temperature was set at or how long it had been in use. The unit was in use in the operating room. It is unknown the last time the unit came in for service and the filter had never been changed. The warmtouch 5200 patient warmer has been discontinued and being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.